Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: b3: date of event, d4: lot number, UDI section, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a percutaneous tray was an older one that does not sell anymore. Customer stated "it is an older percutaneous tray they do not sell anymore." The event occurred over 3 years ago and the doctor does not know what caused the event to happen. Customer states they do not remember the details of the occurrence as it was so long ago. No other details available at this time. No patient injury or adverse effects have been reported.